Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that the gii mi in slt 3 mo ti cu bl rt is damaged. The thumb screw broke off which causes it to not properly function. The device shows signs of significant wear and use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, a gii mi in slt 3 mo ti cu bl rt was found during inspection to have a piece broken off, rendering it unusable. No case reported; therefore, there was no patient involvement.